Event description:
It was reported that an initial left total shoulder arthroplasty was performed approximately 3 years ago. Subsequently, the patient reported to her surgeon that she had been doing fine until she reached down to grab something and felt a pain in her left shoulder. Follow up radiology confirmed fracture of the central screw with subsequent loosening and osteolysis from debris generation. The patient reports she has since had pain, difficulty with activities of daily living, and limited range of motion. The patient was revised to a reverse total shoulder approximately a year and a half ago due to glenoid implant fracture. During the revision, evidence of metallosis and wear were found as well as cystic defects and significant scar tissue. All components were removed and replaced with unknown product except for specifying implantation of a biomet base plate. No further information is available at this time and the study is now complete.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: pt-113950, pt hybrid glen post regenerex, lot # 819030. Catalog #: 113609, comp primary stem 9mm micro, lot # 597750. Catalog #: 113032, versa-dial 42x18x46 hum head, lot # 437230. Catalog #: 118001, versa-dial/comp ti std taper, lot # 076870. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04041, 0001825034-2021-00899, 0001825034-2023-01294 h3 other text : unknown if product will be returned.

Manufacturer narrative:
(B)(4). The reported event is confirmed through medical records and mmi review. Review of the available records identified the following: fractured glenoid component (porous metal glenoid post). Revision to reverse total shoulder involving both humeral and glenoid components completed, all study components removed. There was a lot of scarring and obliteration of the tissue planes from the previous surgery. There was metallosis with dark staining of all the soft tissues and synovium from metal-on metal wear. The glenoid component polyethylene face was loose. There was a cystic reaction around the inferior glenoid with a lot of blackened metal wear debris, the joint was meticulously debrided of this. She did have a cystic contained defect from the previous peg holes as well as a large cystic reaction of the inferior glenoid that measured 1.5cm. New definitive components were implanted and excellent stability was achieved. Patient to recovery in good condition with no intra-op complications noted. Review of the radiographs found the following: suspected loosening, and mild osteopenia, glenoid implant appears fractured as well as humeral implant appears larger than expected for patients anatomy. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Correction: g3. Medwatch was submitted with a notification date of oct 23, 2020 in g3 and submitted on jun 7, 2023; however the correct notification date is may 12, 2023. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.